Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500 model: sc-2218-50 serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 37085917. UDI: (B)(4).

Event description:
It was reported that the patient had an infection at the pocket site and the physician believed that the infection was not device related. The patient underwent a procedure wherein the spinal cord stimulation (scs) system was explanted. The patient was doing well postoperatively and placed on antibiotics. The explanted devices were retained by the medical facility and will not be returned.